Event description:
Related manufacturer reference number: 2017865-2021-40003. It was reported that the patient presented for a follow-up in clinic with pericarditis and chest pain. The right ventricular and right atrial leads exhibited micro-perforation. Both leads were explanted and replaced. The patient was stable.